Event description:
Jude valve implanted. Came off cp bypass. Transvalvular aortic insufficiency noted by (B) (6). Went back on cp bypass. Opened aorta, valve was defective. Removed and replaced valve with another valve.